Event description:
The device defect was identified during a therapeutic procedure and completed successfully using a similar device. The device was inspected prior to use.

Manufacturer narrative:
Correction to the initial for information inadvertently left out: see b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the endo therapy accessory (clip) used in the procedure likely clogged the biopsy channel. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event.". Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that a clip was stuck in the working channel of the evis exera iii gastrointestinal videoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found foreign material exited the instrument channel. The report is being submitted due to foreign material in the instrument channel found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that angulation was reduced, the bending section cover adhesive was damaged, the metal contacts of the connector were corroded, the scope cover plate was cracked, this event is under investigation. A supplemental report will be submitted upon receiving additional information.